Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initially, the device was not returned for analysis, however, performance data was collected from the device and analyzed. Analysis revealed the battery indicator signified that it the time is approaching for device replacement. The device was subsequently returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.